Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Care home of customer called. A properly seated lancet was not retracted and extended beyond the end of the correclty positioned protective end cap of the multiclix device. No adverse event occurred. Multiclix requested for further investigation.